Event description:
A report was received that the patients lead migrated causing stimulation in the arms, legs and abdomen instead of the lower back. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.